Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 32 x 2.50 mm promus premier drug-eluting stent (des) was deployed and a distal edge dissection was observed. The dissection was covered by deploying a 2.50 x 32 mm promus premier des. The procedure was completed. Patient was stable and fully recovered.